Event description:
Family member reported customer being hospitalized due to low blood glucose levels, customer was found with low blood glucose levels and in a semi-conscious state by spouse. Troubleshooting was performed and pump appeared to be functioning properly. Customer thinks low blood glucose levels were cause by not eating quickly enough.